Event description:
It was reported on 10/05/2016 that the patient's diagnostics are within normal limits. The only interventions for the sleep apnea that are being taken are setting adjustments. The patient does have irregular breathing due to cdkl5 - encephalopathy. No other relevant information has been received to date.

Event description:
The patient had their generator explanted and replaced with a m106. The explanting facility discarded the explanted product; no product return is expected. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient underwent a sleep study on (B)(6) 2016 which showed that the patient was not breathing during the seven seconds of stimulation (duty cycle 7 sec on / 30 sec off). The physician turned off normal mode and had left on magnet. The physician felt that the vns was working well for the patient and they are planning to pursue a generator change to the model106 so that they can keep normal mode off and turn the autostim on. Notes from the sleep study state her "apnea" does not appear natural in presentation. The events are present throughout the entire recording lasting 10 seconds, corresponding to very consistent emg increase and maintain a consistent 25-30 second interval between events. Notes state that these events are more commonly seen with vns stimulator therapy or other device to produce a perfectly timed and consistent duration apneas as was observed on this study. No surgical intervention has occurred to date.